Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump monitored for several days and no blank display or open circle on the display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. However, found a slight moisture damage inside the battery tube during visual inspection. Pump received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 126 mg/dl. Customer states that her son had changed the battery and in the battery compartment it had white dust and they changed the battery and now the pump was not going back on. The troubleshoot was performed for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.